Event description:
In this event, the wax guard on the patient's hearing aid, detached from the aid and was stuck in patient's ear. Upon realizing the wax guard was missing from the device, the patient went to the emergency room to have the wax guard removed from their ear. During the removal procedure at the emergency room, the patient's eardrum was perforated (ruptured) and suffered a cut on the wall of the ear canal. The wax guard had been removed from ear during procedure. Following the procedure, patient was prescribed drops for their ear and advised not to wear their hearing aid for two weeks.

Event description:
The returned earmold underwent a visual inspection and was evaluated against its 3d design file and bom card. The assessment confirmed that the earmold was manufactured in accordance with all modeling guidelines and specifications, including correct shape, tapering, impression offset, and component integration. During inspection, the wax guard filter was found to be missing. However, the bushing item was present and correctly installed per manufacturing standards. The complaint description indicated that the issue occurred because the user replaced the wax guard filter. Review of the user guide revealed specific instructions for proper filter replacement, including guidance on insertion angle and securing the filter. A functional test was conducted using the returned earmold to assess filter mounting. The test confirmed that the filter could be securely mounted and remained in place, with no signs of looseness or malfunction. Based on the investigation, the issue was attributed to improper handling by the end user during filter replacement, likely due to deviation from the user guide instructions. No manufacturing defect or device malfunction was identified.